Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a lowest bg of 60 mg/dl and a highest bg of 400 mg/dl. The user had paused the ilet for approximately 8 hours overnight, after which glucose rose above range. The user un-paused the ilet and insulin delivery resumed as intended. No symptoms or medical intervention were reported.